Event description:
It was reported that the gastrointestinal videoscope exhibited foreign objects within the air/water tube and cylinder. The event was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified foreign material in the air/water cylinder and the air/water channel could not be determined since it was unknown if the reprocessing steps at the material residue point were deviated from the instruction manual, and no physical damage was confirmed at the place where the foreign material remained. The event can be detected/prevented by following the instructions for use which state: the events can be detected and prevented in accordance with the following instructions for use: "instructions for use states that detection method in gif-1100 operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.